Event description:
It was reported that the system would not complete boot up and take x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and was unable to duplicate the reported problem. System operates as intended.